Event description:
A 3rd party acting on the manufacturer¿s behalf reviewed an internet forum, and it was reported by an anonymous individual that "the vns had to many side effects and I had to have it shut down six months ago. I'm getting it removed next month." No further relevant information has been received to date.